Manufacturer narrative:
Despite multiple attempts to have the ra lead returned, no product was ever received back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient was presented to the hospital after experiencing dizziness and an episode of syncope. Some undersensing issues were noted on the right atrial (ra) channel. Surgical intervention was performed and the physician attempted to reposition the ra lead but did not have any success as the measurements observed were not acceptable. The ra lead was then explanted and some insulation damage was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was eventually returned from the field. Upon receipt at our post market quality assurance laboratory, visual inspection noted the silicone insulation abraded through exposing the outer coils at 5.5 centimeters (cm), 13.5 cm, and about 5 cm from the tip. Such abrasion was indicative of lead-on-lead contact. The lead passed resistance testing and no fracture was noted. No further testing was performed due to the tears in the insulation. Overall analysis was able to confirm the allegation made against this lead in the field.

Event description:
--